Event description:
It is reported that the threaded pin broke during surgery. The tip of the pin was left inside the nail, implanted in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.